Manufacturer narrative:
In addition to b5, there was also a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigaiton, it is likely the error and the peeling of the tissue pad occurred by the following mechanism: grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear and peel off. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed on the probe and the error occurred. It was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. ·"do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was no function with their thunderbeat. It is unknown when the event occurred. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing, olympus repair center found the tissue pad in the grasping section was worn away, and a part of the tissue pad was peeled away. The tissue pad in the grasping section was torn with no missing part. This report is being submitted for the malfunction found during evaluation. There were 4 complaints made by the same customer, refer to the following patient identifiers: (B)(6), (B)(6), (B)(6), (B)(6).